Manufacturer narrative:
Investigation: the investigation has been carried out by the aesculap technical service department (ats). The device was manufactured in the year 2011. Several repairs have taken place in the past. No details available. A functional test was only possible with loud running noises from the ball bearings. The ball bearings are running roughly. Damages and corrosion at the outer surface can be found. The interior is completely stained and full of corrosion/rust. The ball bearing at the tip is broken. The delivered spray nozzle is bent and squeezed. A repair is not possible. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an overload use and to an insufficient maintenance/reprocessing of the devices. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
(B)(6). It was reported that a dental handpiece became very hot and burnt the face of the patient. Components in use listed as concomitant devices are: gd450m / micro-line straight hdpc 1:1 f/2.35x70mm; gd460r / spray nozzle for gd450r/gd455r/gd465.